Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off events while during physical activity on date (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The infusion set was in use for less than 1 day. Blood glucose level during first event was 150 mg/dl, for second event 250mg/dl, for third event 150 mg/dl and for fourth event it was 100 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 3 of 4.